Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify e22 alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was unknown. The customer stated that they received alarm after clearing the alarm. The insulin pump will be returned for analysis.